Event description:
Customer did not specify the nature of the complaint. There was no patient injury reported. Evaluation for the returned product shows that the alarm sensor connection is damaged and does not sound the alarm correctly.

Manufacturer narrative:
(B) (4). Customer did not specify the nature of the complaint. Evaluation for the returned product shows that the alarm unit powered on. The sensor connection # 2 is damaged and the alarm does not sound correctly. During testing the fail-safe functions intermittently. The right corner of the alarm case is cracked and the bed bracket tab is broken.